Manufacturer narrative:
Investigation summary: exec summary - no physical device samples were returned. The investigation was performed based on the image provided. One photo was received by our quality team for evaluation. From the returned photo, cloudy was observed on the bottom web. Based on the incoming material records, a supplier investigation has been issued to the bottom web supplier on the same reported issue. This incident has been added to our database of reported incidents. Therefore the complaint could not be confirmed and the root cause could not be determined. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter on lot # 1322097 . No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 1322097 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 6 bd luer-lok¿ tip syringe with bd precisionglide¿ needles had possible moisture penetration issues. The following information was provided by the initial reporter: the distributor reported that the plastic side of package has cloudiness and confirmed that the affected unit packages are sealed and unopened.

Event description:
It was reported that 6 bd luer-lok¿ tip syringe with bd precisionglide¿ needles had possible moisture penetration issues. The following information was provided by the initial reporter : the distributor reported that the plastic side of package has cloudiness and confirmed that the affected unit packages are sealed and unopened.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022 h6: investigation summary one photo and one sample were received by our quality team for evaluation. From the photo and the sample, the team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation.